Manufacturer narrative:
The sapien 3 valve was not returned to edwards lifesciences as it remains implanted in the patient. The commander delivery system was not returned to edwards lifesciences as there were no allegations of a device malfunction. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential adverse events associated with the overall thv procedure and may require intervention. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), left ventricle perforation is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (female gender) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards affiliate in france, a 23mm sapien 3 valve was implanted in the aortic position via the transfemoral approach. Post valve implant, tte (transthoracic echocardiogram) showed a pericardial effusion and aortic root hematoma. Drainage was performed. A new tte showed the effusion reforming. A sternotomy was then performed. It was observed that the pericardial effusion was due to a left ventricle perforation. Two sutures were applied to close the perforation. Postoperatively, vasopressor support and a transfusion of erythrocyte concentrate was needed due to postoperative hypertrophy of the left ventricle with hyperlactatemia and hypovolemia. On postoperative day (pod) 3, a few non-compressive pericardial clots were observed at the apex of the left ventricle. On pod7, no clots were observed, however a small hematoma at the level of the apex of the right apex was observed. The patient was discharged on pod7. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.